Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Reader log was downloaded, checked for cybersecurity error codes and saved. Built-in reader test was performed, and the reader passed the test, and the reported error message could not be replicated. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "error 9" message on their reader display and was unable to obtain readings. As a result, customer experienced dizziness and was unable to self-treat, requiring treatment of gluco caps (oral medication) provided by a healthcare professional (hcp) after a blood glucose level of 80 mg/dl was obtained on their hcp meter for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.